Event description:
(B)(6) study. It was reported that left bundle brunch block and tachycardia occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on prior regimen of aspirin or any other antiplatelet medication at the time of index procedure. The subject received a loading dose of 81mg aspirin. A lotus introducer sheath (lis) was placed and then the native aortic valve was treated with the deployment of a 23 mm lotus edge valve into the correct anatomical location. On the same day of the index procedure, electrocardiogram(ECG) revealed arrhythmia. Telemetry was also performed as a diagnostic procedure for the event. The subject developed tachycardia associated with left bundle brunch block. The event was treated medically. At the time of reporting, the outcome of the event was unknown. Two days post index procedure, the subject was discharged home.